Manufacturer narrative:
Device not explanted.

Event description:
On (B)(6) 2013 a patient received on a perceval pvs21 as part of the (B)(6) trial. No concomitant procedures occurred. On (B)(6) 2013 sae 1 occurred. The patient had cardiac arrhythmia, atrial fibrillation. The site deemed the event not valve related. The patient was discharged on (B)(6) 2013. There rhythm was recorded as sinus, nyha class not accessible, the patient had a mean gradient of 23 mmhg. On (B)(6) 2014 the patient had a yearly clinical follow-up. The patient had nyha class ii, ejection fraction of 60%, a mean gradient of 32 mmhg and no leaks. On (B)(6) 2015, the patient had an unscheduled clinical visit. The patient had nyha class ii, sinus rhythm, ejection fraction of 60%, and a mean gradient of 45 mmhg. On (B)(6) 2016 the patient passed away from a cardiovascular mortality of unknown cause. The manufacturer followed up with the site and was notified that no further information regarding the patient was available.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Because no additional information was available, and the device was not received no further investigations can be performed. Based on the limited information the root cause of the reported event cannot be determined at this time. Therefore the root cause of the patient death is deemed to be unknown.